Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient reported that his one touch ultra meter was giving very high readings such as 14.1. It was discovered during troubleshooting that his meter was in the wrong unit of measure (mg/dl instead of mmol/l). Therefore, the reading provided was actually 141mg/dl and was misinterpreted as 14.1 mmol/l. He was not experiencing any symptoms at the time of concern. He visited his doctor later that day and was advised to alter his medication (increase oral tablets) due to the high results on this meter. The meter was reset to the correct unit of measurement and a control solution test was performed, which was within specifications. The patient did not recall changing the unit of measure in the meter settings. Therefore, this case is reported as a meter malfunction. There is no further clinical information provided.